Event description:
A us distributor returned monitor sn (B)(4) indicating that it delivered a pulse below the lower limit.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse delivered below lower limit) has been confirmed. As received, the monitor displayed code 203 - pulse test fault. As received, the monitor displayed code 102 - charger profile fault. Upon evaluation, the pads for the high voltage capacitor c19 was broken away from the defibrillator board. The cause of the test failure was the detached c19 component. The root cause of the detached component cannot be positively identified but is likely severe mechanical shock from physical impact. No adverse event resulted from the defective monitor.